Event description:
It was reported that a pt underwent a cystocele repair procedure on (B)(6) 2010. During surgery, the surgeon penetrated the bladder with a needle and placed the mesh in the bladder temporarily. The surgeon then pulled back the mesh and sutured the penetration area. The surgeon placed the mesh again into the anterior vaginal wall. After surgery, the pt complained of micturition pain. The pt underwent surgery and a 1cm x 2cm-size mesh exposure with a stone formation was found on the left side. The pt was given an analgesic and an antibiotic medication. In the near future, the surgeon will transurethrally remove the stone and the exposed mesh. The surgeon opines that a wound dehiscence occurred at the site of the needle penetration area, exposing the mesh and then the stone was formed.

Manufacturer narrative:
(B)(4). Stone formation, mesh exposure. Conclusion: should additional info be obtained, a supplemental 3500a form will be submitted accordingly.